Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2.5 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant failed to integrate. Clinician reports pain, mobility and a possible allergy. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2.5 months after the dental implant and abutment were placed in ada site 12 in the mouth, the implant failed to integrate. Clinician reports pain, mobility and a possible allergy. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).